Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, shaft damage occurred. The physician was preparing to use a taxus liberte' 3.50x28mm and as he was testing the stent delivery system, he noted that the there was a hole in the delivery system.

Manufacturer narrative:
Product analysis verified the shaft damage as stated in the complaint. The delivery device with the stent on the balloon and the product mandrel and stent protector intact was received and a hypotube fracture was observed. The manifold was not returned for analysis. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown.